Event description:
It was reported that the patient was having trouble turning stimulation on. The patient noted the last time they felt stimulation and charged was six months prior to report. It was noted than an implantable neurostimulator (ins) over-discharge was suspected. The patient noted that they could not use therapy because of the pain where the ins was located. The patient further noted that they had pain around the ins area for the past six months prior to report and started to take a pain injection for the area in the last two weeks prior to report. The patient noted that they were having an injection today. The patient wanted a manufacturer representative to check the ins. It was noted that a communication problem was reported. The patient tried to charge but was unable. The patient noted that they had not used the ins therapy for six months. The patient stated that they would like to try to use therapy again. The patient stated the healthcare professional (hcp) office told them that they would need to set up an appointment with a manufacturer representative and inform the hcp. The patient was redirected to the hcp. Additional information received reported that the manufacturer representative though the patient had gone into over-discharge as they had not charged for six months. The manufacturer representative attempted an antenna locate and physician mode recharge (pmr). The manufacturer representative noted a power on reset (por) and they were able to charge again at full coupling. It was noted that an ins flip was confirmed. The manufacturer representative stated that the hcp x-rayed the device on the date of report and confirmed it was flipped. It was noted that flipped devices are not expected to get more than two coupling boxes but this patient was getting full coupling after being pulled out of over-discharge. The manufacturer representative did not believe it flipped back because the patient noted that they had discomfort with the flipped device and had not noticed that change. It was further reported that patient compliance was the primary reason for the over-discharge. It was noted that the patient had not charged the device in six months. It was noted that the manufacturer representative observed a por on the recharger and could not read the battery with the clinician programmer. The manufacturer representative did an antenna locate and it started charging right away. The manufacturer representative stated that the patient had an injection done the prior week and under fluoroscopy and the hcp told the patient that the battery had flipped over. The manufacturer representative stated that they were able to clear the por when the patient was charged up to 25%. The patient called the manufacturer representative and their battery was charged up to 100% but when the patient turned the device on, they could not feel it. The manufacturer representative stated the patient turned it up to 10.5 and still could not feel the stimulation. The patient normally would feel it at 5v. The manufacturer representative stated they checked the impedance and all were within a normal range. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).